Event description:
The customer reported that they were unsure they received 2 alarms from room 211 at around 11:47. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.